Manufacturer narrative:
This report is filed june 13, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to migration of the electrode array into the external auditory canal.